Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-09767. (B)(4). Foreign: event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that following elbow radial head replacement, the radial head has loosened/disassociated from the radial stem. No revision reported and no further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned. Examination of the provided patient radiographs confirm the reported disassociation in-vivo. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.